Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient had been to the hospital due to diabetes related illness (unclear if related to device as specific details were not provided by the patient). It was noted that the patient was there for leg infection and had a stent put in the leg for better blood flow. The patient had called for help with turning the device off as he wanted the hospital to manage his insulin levels as they were running high (no specific blood glucose levels provided). While in the hospital, patient noted they were giving him IV glucose, which could have led to the high bgs. No additional details provided by the patient.